Manufacturer narrative:
Consumer reported experiencing burning eyes when using the product and visited a hospital to have contact lenses removed. There was no report of medical treatment associated with the experience. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptom reported is consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The product was not returned to the manufacturer for evaluation and product lot number was not provided.

Event description:
Consumer reported experiencing burning eyes when using the product and visited a hospital to have contact lenses removed. There was no report of medical treatment associated with the experience. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.